Event description:
It was reported that the staff noted "outflow" burns on two patients during post-operative bandage change.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are several factors that could contribute to the reported event. It is possible that drapes were not in place between the suction line and skin during the procedure, having insufficient suction pressure, inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open, or a secondary source of outflow was not used.